Event description:
On (B)(6) 2011, patient's wife reported, patient is having issues with his infusion set leaking. Wife stated, the leak originated around the infusion set cannula. Wife reported they both could smell the insulin and the patient's shirt was wet in the infusion site area at the time. Wife stated, the infusion device is worn in a clip case on the patient's belt. Wife reported she assumed he heard the click while using the infusion sets. Wife stated, the patient manually inserts the infusion site. Wife reported, the patient no longer has the alleged infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.